Manufacturer narrative:
Product was tested and an error message related to software corruption was found. The user manual provides recommended instructions for the user to trouble shoot instances in which the meter displays an error message. In addition, the manual states to contact customer service should additional assistance be needed. This is a final report.

Event description:
A customer reported receiving an error-4 message on his freestyle freedom blood glucose meter. As a result of the error message, the customer was unable to test. On (B)(6) 2011 at 3:00pm the customer experienced symptoms of fatigue and diaphoresis followed by a loss of consciousness. Paramedics were called; the customer was treated with glucose on the scene and transported to a hospital where he was diagnosed with hypoglycemia. Treatment included intravenous, oral and injectable medication(s). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.